Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that a piece of wire on the fenestrated bipolar forceps instrument was stuck out. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Failure analysis investigation also observed that one conductor wire was found to be broken at the yaw pulley exit. The wire was detached from it's connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing.